Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (damaged response buttons) was confirmed. Upon investigation, the rear response button was non-functional. The cause for the failure was corrosion. The root cause for the corrosion was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had damaged response buttons.